Event description:
The lay user/patient contacted lifescan on may 3, 2007 and inquired about a product improvement issue. The medical affairs specialist was not able to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient reported that about 2 months ago, he forgot to change the code on the meter. When he tested (date/time not provide.) He was feeling shaky, but thinks that the meter was reading high (exact result not provided.) He called his doctor for advice and was told to retest on the meter. When the patient attempted to retest, he noticed that the code on the meter was incorrect. He then corrected the code to match the code on his test strip vial and retested (result not provided). However, he felt that the meter was reading correctly based on how he felt. He stated that he either ate fruits or glucose tablets to treat, but he could not recall the exact self-treatment. His diabetes medication regimen was not provided. This complaint is reported because the patient alleged he had a hypoglycemic episode (shakiness) and during this event, the meter read high. It is not clear if the meter was miscoded at the time of feeling shaky.